Event description:
Dexcom g6 sensors have been causing serious burn-like rashes after only hours of use. Have used dexcom for years with no issue until approximately (B)(6) 2020. Rash requires medication to heal and causes severe pain. FDA safety report ID# (B)(4).